Event description:
Customer took a blood glucose reading and received a result over 500mg/dl. The customer took 10 units of novlog. At 2:30 am paramedics were called and they received a result of 27mg/dl. The customer was taken to the hospital and given an IV. The customer was admitted. No controls were in use. The customer keeps glucose strips out of the original container. A request was made for the return of the suspect device and replacement product was sent.